Event description:
It was reported that indicated battery charge on pump dropped by about 35 percent in short period of time and reached 5 percent, but battery level did not continue to fall while connected to power and pump did not shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Issue was identified as battery gauge fluctuation related to older pump software, customer was instructed to charge pump with known working supplies, was informed that problem had been addressed in a software update, and received guidance on how to update pump software and prevent recurrence until update was completed, which caller understood and acknowledged.